Manufacturer narrative:
Additional information is provided in h.3, h.6 and h.10. The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer reported that the cassette had irrigation failure during surgery. One used sample was returned for evaluation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The fms cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the bss bag which was used in previous surgery was reused in this surgery, as water was remained in the bag. Air easily entered in the returned bss bag and air leaked at spiked area. The irrigation line of used cassette was found to be all air from cassette to handpiece when the issue occured.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, air entered into the patient's eye instead of the irrigation because of no irrigation. The irrigation was completely gone from the cassette to the handpiece, and air was entered (all air). The remaining amount of the balanced salt solution (bss) bag, at about 170 ml on the screen display. It had been used without problems. After replacing the bss bag with another one, surgery was completed without patient harm. Additional information received confirmed that bss bag was replaced right before occurrence of the reported issue. New bss bag was used at first but since the water inside got empty, replaced to another used bss bag then the issue occurred after the replacement. It was suspected that the cause could be the replaced bag since it observed to have too much air inside.